Event description:
Endoleak was noted at the proximal sealing stent, post angiogram. A main body extension was placed to seal the endoleak. An endoleak that could not be clearly defined was also noted distal of the iliac leg graft. A main body extension was placed at the site in order to seal off the endoleak was sealed. Later, it was believed to have been a type ii endoleak.